Manufacturer narrative:
The mega needle driver instrument has been received, and the failure analysis investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "spring wire" of the mega needle driver instrument broke. A fragment fell into the patient and it is unknown if it was retrieved. No post-operative tests were performed. The procedure was completed with no delays.